Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye, therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. Malpositioned is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to operational context (surgical technique/experience with the device). The IFU states that that the safety and effectiveness of the istent inject trabecular micro bypass system has not been established for implantation of more than two (2) stents in one (1) eye. (B)(4).

Event description:
It was reported that during a left eye trabecular micro bypass stent system, one (1) of the two (2) stents was implanted below the trabecular meshwork (tm) intraoperatively. A back-up device was used to implant one (1) additional stent successfully. There was no patient¿s injury and postoperative result was reported as ¿good¿. Per report, surgical technique and experience with device contributed to the reported event. Additional information has been requested.